Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: one hour after a right femoral artery endarterectomy, circulatory shock occurred. During the reoperation, it was found that the suture had broken. The surgery time was extended by more than 30 minutes. There was blood loss of more than 500cc's. There was unanticipated tissue damage. The patient had an extended hospital stay and is doing rehabilitation as treatment.